Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. Complaint confirmed. Complaint evaluation revealed frayed and broken suture. Because of the regular pattern of undamaged sections and damaged sections which correspond to free spaces in the repair (undamaged) and bone tunnel entrance/exits (damaged), the most likely cause of the event is abrasion of the suture on sharp bony edges or possibly micromotion due to patient's non-compliance. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after 12 weeks in the patient it shredded. Four weeks after surgery, there was an x-ray, which showed that everything was ok, after 12 weeks the wire ruptured. Revision surgery done to remove device. Surgeon said that the rope did not have contact to sharp instruments.